Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated that she has an air bubble in the "pig tail" of her infusion tubing. The pt inquired about re-priming this section of the infusion tubing. The pt was advised that this section of the tubing can only be primed before insertion into the body. The pt was advised to change her headset to remove the air bubble. The pt stated that her blood glucose was elevated to 480 mg/dl. She stated that she had not yet performed any corrective actions to lower her blood glucose. She stated that she felt tired and thirsty and her head hurt. Her normal blood glucose range is around 100 mg/dl. Upon follow up, the pt stated "everything is working fine." The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.